Event description:
It was reported that during an unknown procedure, there was leakage of the trocar. It is unknown how the procedure was completed. There were no adverse consequences for the patient. The customer disposed of the device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event.